Manufacturer narrative:
H6: investigation summary bd received a 22 gauge insyte autoguard IV catheter unit from lot 0336138 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed cracks to the adapter. The cracks were opposite of each other and started at the end of the adapter and ran midway down the adapter ending just above the push tab. Next, a water/air leak test was performed and leakage was observed coming from the cracks in the adapter. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued by the manufacturing facility to raise awareness and steps have been taken to correct this issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was cracked and leaked saline during use. The following information was provided by the initial reporter: "rn inserted 22g piv and noted it to be leaking. Rn changed pigtail attachment and line still leaking. Upon further inspection of IV catheter, crack was noted and saline was observed to be leaking through crack. Piv removed and a new one replaced. Biomed contacted to collect catheter".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was cracked and leaked saline during use. The following information was provided by the initial reporter: "rn inserted 22g piv and noted it to be leaking. Rn changed pigtail attachment and line still leaking. Upon further inspection of IV catheter, crack was noted and saline was observed to be leaking through crack. Piv removed and a new one replaced. Biomed contacted to collect catheter"